Event description:
Related manufacturer report number: 2017865-2022-44527. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing of noise on the implantable cardioverter defibrillator (ICD) and oversensing noise resulting in inappropriate mode switch on the atrial lead. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that programming changes were made to resolve the issue. The patient condition was stable before, during, and after the changes.